Event description:
Related MFR report number: 2017865-2023-20405. It was reported that a patient presented for a generator change. Device interrogation revealed oversensing noise on the atrial lead and right ventricular (rv) lead. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.